Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had open book image with pump icon with cross appear on the insulin pump and keeps beeping. Customer reported that insulin pump's screen keep flickering did not recognize any insulin pump error alarm before open book image was displayed on the screen. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device power up properly after battery installation. Device passed self test, sleep current measurement, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. Device failed sleep current measurement due to corroded electronic assemblies. Device received with pillowing keypad overlay, minor scratches on case, faded serial number label and cracked battery tube threads.